Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. Review of the activity logs did not find evidence to support the reported event. The device was recertified and returned to the customer. It's important to mention that the batteries used during the time of the event were not returned for evaluation as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.